Manufacturer narrative:
Other, other text: a1, h6) customer noted that there was no patient involved in the reported event. It occurred during testing. B3) customer also provided the date of the reported event to be (B)(6) 2020.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's problem was able to be duplicated. Service will replace the downstream occlusion (dso) sensor to correct the reported issue. And perform a full preventive maintenance and all functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette error. No reported adverse effects.